Event description:
During a call for a scheduled upgrade, the patient reported that the scs system was explanted about 2 years prior. Explant was due to ineffective therapy.

Manufacturer narrative:
Explanted devices will not be returned for evaluation as they were discarded during explant.